Event description:
Per the clinic, the device was explanted due to a lack of expected progress. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: per the patient's surgeon, the device was explanted on (B)(6) 2012; not (B)(6) 2012 as previously reported. This report is filed (B)(4) 2012.